Event description:
It was reported by the sales rep in china that during a shoulder repair surgical procedure on (B)(6) 2024 the lupine br ds w/orthcrd device packing anchor was deformed. During the surgery, the packing was opened and prior to use it was noted the anchor was deformed. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. A photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Upon visual inspection of the photo, it was observed that the anchor was broken at the distal end. The device was no in the desiccation tray. As the device show signs of use, the reported complaint of failure without use cannot be confirmed, the overall complaint was confirmed as the observed condition of the lupine br ds w/orthcrd would contribute to the complained device issue. According with the visual inspection of the photo, this complaint can be confirmed. If the component poly (lactide coglycolide) polymer and tricalcium phosphate (tcp) of this device is exposed to high temperatures, its structure gets compromised as it tents to lose mass, it provides flexibility to the polymer chains producing a decrease in the degree of crystallinity of the structure and the microhardness values causing these types of deformations. These conditions have typical characteristics of material exposed to temperatures higher, however this cannot be conclusively determined. Based on the results, the probable root cause of this failure is that the devices were exposed to an elevated temperature before it was opened in the operating room prior to surgery. The elevated temperature and the slight tension on the suture could result in the bending of the anchor. Per further analysis, the risk level for visual: deformed/bent is an acceptable risk at this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. The device manufacture date was unknown UDI: (B)(4) incomplete.